Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. One (1) debranch bypass procedure were performed. Tgm282810j was implanted distally, and tgm343410j was implanted proximally. After all devices were implanted, a left subclavian artery was embolized by plug (10mm). There was a proximal type I endoleak, and it will be monitored. On an unknown date, a computed tomography angiography revealed an increasing proximal type I endoleak. On (B)(6) 2021, a reintervention was performed. Additional debranch bypass, a right subclavian artery-left common carotid artery bypass, procedure was performed. The tgmr373710j was implanted proximally to extend. The proximal type I endoleak was resolved. The patient tolerated the procedure. The physician stated that the proximal type I endoleak was expected because the proximal neck was short length and calcified.